Event description:
This customer reported that the device would not recognize the pads cable during a cardiac event. The involved pt died, but the customer has stated that the device behavior was not a factor in the pt outcome as they used a second defibrillator to treat the pt and because the pt never had a shockable rhythm.

Manufacturer narrative:
(B)(4): this customer reported that the device would not recognize the pads cable during a cardiac event. The involved pt died, but the customer has stated that the device behavior was not a factor in the pt outcome as they used a second defibrillator to treat the pt and because the pt never had a shockable rhythm. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.